Manufacturer narrative:
(B)(4). The device was returned for analysis. The returned product consisted of a guidezilla guide extension catheter in two pieces. The shaft, collar, and tip were microscopically examined. There was blood on the inside and outside of the shaft. The shaft was detached/separated at the collar. The polytetrafluoroethylene (ptfe) was pulled out of the collar and attached to the distal shaft. There was a section of shaft in the collar that was damaged. There were numerous kinks throughout the shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that a broken shaft occurred. The 90% stenosed target lesion was located at the severely tortuous and severely calcified left anterior descending artery. A guidezilla¿ guide extension catheter was selected for use. During the procedure, it was noted that the device became separated inside the patient's body at the transition part of the device. A unspecified 1.5mm balloon catheter was then inflated at the distal part of the separated guidezilla device and withdrawn carefully. The procedure was not completed as the same device was unavailable. No further patient complications were reported and the patient's status was stable.